Event description:
It was reported that needle 21 1-1/4 tw bulk pack had foreign matter on needle. This occurred on 25 occasions. The following information was provided by the initial reporter: bond on needle. Found it from sbdm, fg supplier.

Manufacturer narrative:
Investigation: photo evaluation: 1 photo was received for investigation. Observed epoxy on cannula for 8 needle product. Sample evaluation: 25 unused actual samples was returned for investigation. The samples were not decontaminated. All 25 samples were subjected to visual inspection to check for epoxy on cannula. 19 out of 25 samples failed the inspection criteria of epoxy on cannula > 4mm the complaint is confirmed and product is out of specification. The manufacturing process was reviewed. Probable cause could be due to stoppages at the cannulation station of the assembly machine which resulted excessive epoxy on the cannula. The production technician was supposed to remove the first rack once the machine start running again to prevent the nonconformance parts from flowing to the next station. Therefore, the production technician could have failed/missed to clear the affected parts due to the area being not well lit. DHR was reviewed and there were no epoxy on cannula rejects at the outgoing inspection along with no quality notifications raised for the past 12 months on similar defects.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 21 1-1/4 tw bulk pack had foreign matter on needle. This occurred on 25 occasions. The following information was provided by the initial reporter: bond on needle. Found it from sbdm, fg supplier.